Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow block alarm. The customer was treated with manual injection. The event involved product(s) mmt-7040a, mmt-342, mmt-431ak, mmt-1884. Troubleshooting was performed for the sensor glucose and the blood glucose, and the customer reported that the insulin delivery was not suspended. The blood glucose value was 347 mg/dl, and the sensor glucose value was 265 mg/dl at the time of the event. Troubleshooting was performed for the insulin flow blocked alarm. The customer confirmed insulin did not exit during the 5u fill cannula or the pump alarmed. The customer re-attempted the load reservoir/fill tubing process after a complete set change, and the pump completed the process, and insulin exited. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The high-pressure test was repeated, and it passed. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. The customer will discontinue use of the infusion set. Mmt-431ak was requested, and the customer responded that the device would be returned. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.